Event description:
Procedure: lap appendectomy. The instrument fired and could not be released from the tissue. The surgeon made another incision to introduce another port to place second instrument to release the first instrument. No further pt injury reported.